Event description:
Per clinical trial (B)(4): on (B)(6) 2018, patient underwent bilateral mastopexy; superior pedicle, using a vertical incision. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedures included: breast implant removal, autoaugmentation, liposuction to abdomen, axilla, mid/lower back, hips. On (B)(6) 2018, delayed wound healing; left breast, was reported. Patient had debridement on (B)(6) 2018 and wet to dry dressing changes. No indication of infection from cultures and no indication of mesh removal. Resolved with unknown sequelae on 11/13/18. Review by medical affairs identifies the delayed wound healing as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient was diagnosed with post-op complication of delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Not returned.